Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. For the suggested event of forceps elevator had foreign material. From device inspection result it is likely that the event was caused by the following handling: a) insufficient reprocessing around forceps elevator after procedure. B) reprocessing was not performed immediately after procedure, causing foreign material adhering to forceps elevator to dry and sticky. For the suggested event of inside of light guide (lg) lens dirty. From device inspection result it is likely that the event occurred by the following mechanism: a) moisture entered inside the device from leak point, corroding internal parts of lg-lens. B) object as a result of corrosion remained inside lg-lens and seen as dirt. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "manual cleaning: brushing around the forceps elevator and instrument channel outlet". "Precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the device, the reported issue (leakage from the bending section cover) was confirmed and found to be caused by a cut on the bending section cover. In addition, service found the objective lens was scratched, the connecting tube was scratched, switch button #1 had a cut, there was play in the up/down/right/left angulation knob due to wear of the angulation wire, the plastic distal end cover was scratched, and the light guide lens was cracked and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking from the bending section cover. The reported issue was identified during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator and the inside of the light guide (lg) lens was found to be dirty. This report is being submitted for the malfunctions found during evaluation of the device (foreign material in the forceps elevator and dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility.